Event description:
A review of service data detected a reportable event. During servicing of electrode belt which was returned for routine maintenance, it was discovered that the belt failed the pulse lead continuity test. Failure analysis of the belt discovered an open connection to the pulse lead within the distribution node. The last pt to use the electrode belt did not report any problems with it.